Manufacturer narrative:
Device manufacture date: monitor, 2008. Electrode belt, 2009. Device evaluation: the monitor was fully functional. The electrode belt was not returned. Please see attached event analysis and strips. Conclusion: a man received two appropriate shocks while wearing the life vest. The first appropriate shock was delivered during an episode of vt. The arrhythmia was converted to a slower organized rhythm by a 150-joule shock. The second shock was delivered during an episode of vt with possible chest compressions. The electrode belt was disconnected four seconds after the pulse was delivered. It appears that the garment may have been unfastened before the shock was delivered. The pt did not survive.

Event description:
The wife of a male pt contacted lifecor customer support to report that the pt had passed away. She stated that he had been retaining fluid and the transplant physician sent him to the ER. She stated the pt was awake and alert during the drive to the hospital. The wife went to park the car while the pt stayed with his sister. The sister stated that pt fell to the floor and the pt had green gel on him. She did not recall any alarms. The wife stated the death was a cardiac arrest but the physician feels a blood clot may have been a factor. The wife also told support that a nurse at some point might have disconnected the electrode belt.